Event description:
It was reported that prior to an endovascular aortic repair (evar) procedure, placement of the sutures was attempted in the calcified and tortuous right common femoral artery with a proglide device using the preclose technique. Reportedly, a suture break occurred. The same result occurred with two more proglide devices. The sutures of two additional proglide devices were successfully pre-placed. The arteriotomy was 8f. The sheath was upsized to 21f for the evar procedure. When the evar procedure was completed, the two successfully pre-placed sutures achieved hemostasis. The left common femoral artery was also accessed and closed successfully during this procedure with no reported issues. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported the device was used in a calcified right common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other two proglide devices referenced are filed under separate medwatch MFR numbers.